Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including heart failure, hypertension, diabetes, hyperlipidemia, chronic pulmonary disease, peripheral vascular disease, atrial fibrillation, neurological/musculoskeletal dysfunction, rheumatic disease, aortic valve insufficiency, mitral valve insufficiency, and prior myocardial infarction, congestive heart failure, and cerebrovascular incident. Complications reported included stroke, myocardial infarction, bleeding, unexpected medical intervention (balloon aortic valvuloplasty); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: pci versus conservative management before tavr in patients with significant coronary artery disease: a nationwide instrumental variable analysis b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "pci versus conservative management before tavr in patients with significant coronary artery disease: a nationwide instrumental variable analysis", was reviewed. This research article is a retrospective multicenter experience to evaluate whether percutaneous coronary intervention (pci) before transcatheter aortic valve replacement (tavr) provides clinical benefit compared with conservative management in patients with significant coronary artery disease. The devices included in the study were sapien, evolut, accurate, and navitor/portico. The article concluded that pci before tavr did not improve survival or reduce urgent revascularization but did reduce nonurgent revascularization at the cost of increased bleeding. [The primary and corresponding author was antros louca, department of molecular and clinical medicine, university of gothenburg, bia straket 3, 41 345, gothenburg, sweden, with corresponding e-mail: antros.louca@gu.se.] This study included patients who underwent tavr from 01 january 2008 to 31 december 2023. A total of 2578 patients were included in the study, of which 3.9% (103) received an abbott device. The average age of the conservative treatment group was 81.7 years. The average age of the percutaneous intervention group was 80.9 years. Comorbidities included heart failure, hypertension, diabetes, hyperlipidemia, chronic pulmonary disease, peripheral vascular disease, atrial fibrillation, neurological/musculoskeletal dysfunction, rheumatic disease, aortic valve insufficiency, mitral valve insufficiency, and prior myocardial infarction, congestive heart failure, and cerebrovascular incident.